Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the xl+ device indicating that the paddle was broken. The remote service personnel evaluated the device remotely. It was determined that this was a malfunction of the paddle, the replacement for which was ordered. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was a broken paddle. The reported problem was confirmed. The customer ordered the paddle to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.